Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an atrial fibrillation ablation procedure, a farawave nav catheter was prepared and introduced for use. When the ablation was performed, staff observed fluid accumulating on the procedure bed and floor. Further inspection revealed that fluid was leaking from the proximal end of the farawave handle. The catheter was removed and replaced, and the procedure was successfully completed using an alternative device. No patient complications occurred, and the patient recovered fully.